Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the right coronary artery where a critical injury had compromised the middle third. A 4.00 x 28 synergy ii drug-eluting stent was advanced for treatment and delivered without complication. However, when removing the stent delivery system, resistance was encountered and the delivery system and guide catheter were removed together. Once the devices were outside the patient, it was noted that the delivery system shaft was broken in the distal part. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the right coronary artery where a critical injury had compromised the middle third. A 4.00 x 28 synergy ii drug-eluting stent was advanced for treatment and delivered without complication. However, when removing the stent delivery system, resistance was encountered and the delivery system and guide catheter were removed together. Once the devices were outside the patient, it was noted that the delivery system shaft was broken in the distal part. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The synergy 4.00 x 28 mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found that it was not returned with the sds as it was implanted successfully at the lesion site. The balloon cones were reviewed, and signs of some positive pressure were noted as the balloon was in a deflated state. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the mid shaft region of the shaft polymer extrusion (at the guidewire exchange port) located at 118.5cm distal to the distal end of strain relief. No other issues with device.